Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Primary analysis revealed no anomalies. However, tthe outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated damage at implant. Concomitant: other product: 419688 crdm non-defib lead implanted: 2014-(B)(6); 407652 crdm non-defib lead implanted: 2014-(B)(6). (B)(4).

Event description:
It was reported that during the implant procedure, the physician accidentally put a suture through the lead. The lead was explanted and a new lead was implanted. No patient complications have been reported as a result of this event.